Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in a severely tortuous and severely calcified below the knee artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endoscopic third ventriculostomy procedure. The balloon device was advance for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed by the normal method. The procedure was completed with a different device. There were no complications reported and the patient was stable after the procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 5mm distal of the proximal markerband and extending approximately 9mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the hypotube of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No issues were noted with the shaft polymer extrusion.

Manufacturer narrative:
Initial reporter address (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in a severely tortuous and severely calcified below the knee artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endoscopic third ventriculostomy procedure. The balloon device was advance for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed by the normal method. The procedure was completed with a different device. There were no complications reported and the patient was stable after the procedure.